Event description:
Bilateral sub-muscular augmentation, gradual decrease in breast size, baker class ii contractions, allergic reactions, anarhylactic shock on several occasions, no cause could be determined, migraine headaches, muscle pain (head/shoulder at onset) swollen lymph nodes, sole throats, stiffness in right arm and fingers, then left side rhematoid arthritis, small joints rt side then left, then larger joints pervasive (knees, feet, ankles, hands, wrists, elbows, shoulders, hops), cognitive dysfunction, short term memory loss, confusion, loss of coordination, fibromyalgias, raynaud's, carpel-tunne, chronic fatigue syndrome, sjogren's muscle strength, difficulty breathing, coughing, bronchitis, vision problems, corneal ulcer, depression, mood swings, enlarged thyroid, possible lupus, possible mitral valve prolapse, cystitis/kidney infection, firmness in the breast since 1/92 with "irregular" sensation in the breast since 1/93. She also has complain of fatigue, change in her cognitive activity since 1991 with memory loss and difficulty in spelling, myalgias, arthralgias, dry eyes, hair loss, photosensitivity, difficulty in balance for the last one to three years, numbness in her legs in a stocking distribution, tingling, pinprick, burning and hot flash sensation in her fingers and toes, increased ease of bruising with poor healing and recent nose bleeds, irritable bowel problems, small nodes, increase in sinus infections and sore throats. (*)